Event description:
As reported, during a rectal prolapse mesh fixation procedure capsure fastener was used to fixate the mesh. It was reported that some fasteners got fixated successfully and two fasteners stuck together. It was also reported that the same issue happened while using a second device when the fist was replaced. No issue occurred while using a third device. There was no patient injury.

Manufacturer narrative:
As reported, during a rectal prolapse mesh fixation procedure capsure fastener deployed two fasteners stuck together. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during functional and simulated use testing, deploying the last remaining fasteners with no issues. No manufacturing anomalies found. This supplemental MDR represents the capsure (device #1). An additional supplemental MDR was submitted to represent the capsure (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a rectal prolapse mesh fixation procedure capsure fastener was used to fixate the mesh. It was reported that some fasteners got fixated successfully and two fasteners stuck together. It was also reported that the same issue happened while using a second device when the fist was replaced. No issue occurred while using a third device. There was no patient injury.

Manufacturer narrative:
As reported, during a rectal prolapse mesh fixation procedure capsure fastener deployed two fasteners stuck together. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units. This MDR represents the capsure (device #1). An additional MDR was submitted to represent the capsure (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.